Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent a mesh removal on (B)(6) 2011. It was further reported that the patient had an additional mesh implanted on an undisclosed date. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele, rectocele, enterocele and stress urinary incontinence. It was also reported that following insertion the patient experienced vaginal and pelvic pain. It was further reported that patient underwent mesh removal on (B)(6) 2011. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.